Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d5, d8, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: phenomenon 1: water tightness of cable unit was lost. Phenomenon 2: brightness could not be adjusted properly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error while connecting to the processor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.